Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type: software. Product ID a810, serial# unknown, product type: software. G4: updated with PMA number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding an external device to an implantable pump. It was reported that the he althcare provider (hcp) stated that they had two tablets and one tablet showed a system error 0x18a503f23 and the other 338. The manufacturer's technical services specialist (tss) discussed opening the patient data services (pds) app for the 0x error and closing all underlying apps for the 338 and making sure the session is ended upon completion of the session prior to working with session reports.

Manufacturer narrative:
Continuation of d10: product ID a810, serial/lot # unknown, product type software product ID a810, serial/lot# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.